Event description:
Customer reported a port issue with his adc blood glucose meter, which prevented him from receiving a glucose result. Customer further reported that on (B)(6) 2012 while he was driving he began to feel "terrible" so he stopped his car and experienced a loss of consciousness. Someone came to his assistance and he was taken home. Paramedics were called and upon their arrival administered "an injection for his sugar" and then gave him food to eat. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The meter was returned and investigated with retained test strips (lot 1183009). Meter powered on with button and with insertion of strips. Did not observe meter turn on then off after strips were inserted. No new issues were observed. The complaint is not confirmed.